Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her infusion set's tubing became detached from the insertion needle. Reportedly, she did not notice any damage to the infusion sets when the package was first opened. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.